Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 01/20/15. The customer did not provide the blood glucose value at the time of the hospital admission. The customer stated that they did not have enough to eat before the incident occurred. The customer did not return the product back for analysis.